Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she has been experiencing low blood glucose. Customer stated that the insulin pump is cracked near the battery compartment and by the lcd screen. Blood glucose was below 40 mg/dl; she treated with juice and glucose tablets. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.